Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 06/06/2014- the patient's medical records were received. Records state the patient had increased ion levels. They also indicate upon revision a moderate amount of trunnionis was found. The femoral stem is being added to the complaint at this time.the complaint was updated on: jul 2, 2014

Manufacturer narrative:
Patient was revised to address pain. Clinical report was also received. Clinical report states that the patient was revised to address adverse local tissue reaction. Update rec¿d 06/06/2014- the patient's medical records were received. Records state the patient had increased ion levels. They also indicate upon revision a moderate amount of trunnionis was found. The femoral stem is being added to the complaint at this time. (B)(4). The devices associated with this report were not returned. A review of the device history records for the 2953196 lot code did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 2877696 lot code is no longer required per wi-3430. A complaint database search finds no other reported incidents against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Clinical report was also received. Clinical report states that the patient was revised to address adverse local tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.